Event description:
It was reported there was a removal of an olecranon plate on (B)(6) 2013. The patient was experiencing elbow pain due to the olecranon plate implant. The patient requested explantation of the plate and it was successfully removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.